Event description:
Clinician reports loss of integration, product was used as mini implant for temporary denture.

Event description:
Clinician reports loss of integration, product was used as mini implant for temporary denture.. Clarification: it was reported as the implant failed; dr. Reported loss of integration; but the product placement date and removal date indicates otherwise, it indicates to be a non-integration